Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that a catheter fracture occurred. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the mildly tortuous, moderately calcified, distal superficial femoral artery (sfa). During atherectomy, there was a fracture point at the proximal third of the catheter, at the entry of the sheath. The catheter tore and fractured and there was saline leaking from the catheter. Atherectomy was stopped and the jetstream was removed. Upon removal of the catheter, it was noted that the distal portion of the catheter had been kinked as well. The catheter was completely removed from the patient and the procedure was completed with angioplasty. There were no patient complications and the patient status was fine.